Event description:
It was reported that the during sample evaluation the circulation pump was very weak, and the mixing pump was defective. Level sensor was broken in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the circulation pump was very weak, and the mixing pump was defective. Level sensor was broken in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak mixing pump. The device was evaluated upon receipt. Mixing pump is defective. Alert 113 (reduced water temperature control) seen in event log. Replaced mixing pump. A new calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter phone number that is available is (B)(6). The complete customer's name that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.